Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they were hospitalized due to an onset of diabetic ketoacidosis and a high blood glucose. Blood glucose at the time of the call and the hospitalization was not reported. Customer experienced symptoms related to high blood glucose such as nausea and vomiting. The customer was wearing the insulin pump at the time of admission. The customer's nurse reported having multiple insulin flow block alarms leading to the diabetic ketoacidosis and hospitalization. Troubleshooting was not performed. The insulin pump will not be returned for analysis.